Event description:
It was reported that during an attempted implant, the chronic lead could not be properly connected to the new Implantable Cardioverter Defibrillator (ICD) and a setscrew dysfunction was suspected. The device consistently showed high/undefined pacing impedance. Even after multiple attempts to reconnect the lead, no improvement was observed. The ICD was removed and replaced with no further connection issues noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of D10:  Product ID 6947 (Serial: (b)(6)); Product Type: 0264-LEAD-HV; Implant Date (b)(6) 2008. Product ID 407652 (Serial: (b)(6)); Product Type: 0270-LEAD-LV-PACE; Implant Date (b)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.